Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an interrogation, the programmer restarted and displayed an error. A power cycle of the programmer resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.